Manufacturer narrative:
Per the investigation, there was no device malfunction. This issue was caused by the device operator mis-identifying the correct side of the image displayed on the drx revolution mobile x-ray system. This lead to the chest tube being placed on the incorrect side of the patient.

Event description:
Carestream health received a report related to a chest tube being placed on the incorrect side of the patient. Reporters narrative: on (B)(6) 2019, a patient was experiencing complications and the exam had to be aborted. As a result, an emergency x-ray was ordered to have a stat portable chest performed: this was an emergency x-ray and no order had been placed in the electronic medical record as of that time. The chest x-ray was taken by the radiographer and the team viewed the image on the revolution x-ray system. After reviewing the first image, the team noted a left-sided tension pneumothorax that required treatment. A needle decompression was attempted on the left-side without any resultant extravasation of air; at this time, the patient's heart rate started to decrease. A wayne pneumothorax pigtail catheter was inserted without any complications, but still without any resultant extravasation of air. A surgery consult was ordered; at the same time, the patient coded and CPR was initiated. After the surgeon arrived, a large bore chest tube was placed in the left thorax again without extravasation of air. The team suspected that the left sided pneumothorax was incorrect, so proceeded with a bilateral chest tube on the patient's right side resulting in the extravasation of a large amount of air. The patient was then transferred to the ICU for further management.